Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy for atrial fibrillation (af) with rapid ventricular response which was detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular fibrillation (vf). Tachyarrhythmia therapies were turned off, the patient's medication was adjusted, and the patient had or was to have an atrioventricular node ablation. The device remains in use. No further patient complications have been reported as a result of this event.